Event description:
It was reported that following a pump replacement for normal battery depletion the patient presented for her first refill a week before (B)(6) 2010 and it was discovered that her pump was ¿tuned over¿. The pump was flipped back over and refilled. Shortly thereafter, the patient began to experience withdrawals and was given clonidine and a fentanyl patch ¿to take away the goose flesh feeling and feeling like I was going to die¿. The patient stated that her husband had died of cancer and he ¿had this smell before he died, and I was having that smell and it was making me really anxious and I was afraid I was dying¿. The following monday, the managing healthcare provider (hcp) performed diagnostics via fluoro and ¿they flipped it over several times¿ and the patient stated that she could see the catheter was kinking. The patient stated that the hcp could not see what was wrong and had not replaced the catheter when he replaced her pump to reduce scar tissue. The hcp decided to replace the catheter and also put the pump in a pouch to prevent it from flipping. The patient stated ¿it has stayed put and it did help¿ and by the following thursday ¿I was better¿. The patient stated, the event was ¿a nightmare¿ and did not want it to happen again. It was not clear what medication was delivered by the device system at that time; however, the system currently delivered dilaudid. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported the patient indicated to their health care provider (hcp) that they didn¿t report the previously reported issues to the device manufacturer on 2013 (B)(4). The hcp was unaware of the issues and did not know anything about them. No further information was provided.

Manufacturer narrative:
Product ID 8709 lot# j10905r23, implanted: 2001 (B)(6), explanted: 2010 (B)(6); product type catheter product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8590-1 lot# n242539, implanted: 2010 (B)(6); product type accessory product ID 8709 lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).